Manufacturer narrative:
H10, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection revealed the device was returned outside of original packaging. A piece of the suture was returned and appears to have been cut from t1 and t2 anchors. The deployment needle is in the t1 pre-deployment position indicating the device was actuated twice manually. A functional evaluation revealed the device functions properly. A review of the customer provided image reveals the suture and anchors are removed from the device. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. The complaint was confirmed. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device.

Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the fast fix t1 and t2 were deployed at the same time. The procedure was completed with a backup device with no further complications. A delay equal to or less than 30 minutes was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.